Event description:
Customer reported an issue with the passport 2 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's display, front bezel, navitor switch, and u7 on the cpu board. Unit was safety teste to factory's specifications.